Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a slight rise in pacing impedance measurements up to 1600 ohms on the right ventricular (rv) channel. Oversensing of noise was also observed on the right atrial (ra) channel. Isometric exercises were able to reproduce noise on the atrial and shock channels while the patient was pressing their hands together. X-ray imaging did not show any abnormalities with the patient's system. The ICD remains in service and no adverse patient effects were reported.